Event description:
Customer reportedly received the following results on the advantage system while using comfort curve test strips within 10 minutes: 480 mg/dl, 111 mg/dl, and 93 mg/dl. The meter was not coded correctly. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.